Event description:
Ambulance was dispatched to a possible deceased person. While trying to resuscitate an intubation was attempted to establish and maintain an airway. Due to soft blade on the laryngoscope, the passage way was blocked by the soft blade folding over. The pt subsequently died and this incident may be a contributing factor.